Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the whole monofilament was returned loose and intact. The posterior cuff and needle tip were still attached to the rail end. The anterior cuff was out of the foot with properly bent and undisturbed tabs. Both cuffs were still attached to the link. There was no needle strike mark on the anterior foot. Based on the evidence found on the returned device, the anterior cuff was missed and this may look similar to a suture break because there was no suture at the end of the needle when the physician pulled the plunger out. During the investigation testing, the plunger was reinserted and the needle trajectory was acceptable. The anterior cuff was captured successfully. Also, the needle trajectory is checked twice during the manufacture of the device; therefore, the most probable root cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database was performed and there were no similar complaints within this lot at the time this investigation was performed.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, the suture broke for both the proglide devices used. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.estimate date.the second proglide (part#12673-03/lot#010266h) is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.